Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive root cause could not be identified for the presence of foreign objects in the air/water cylinder tube, the j-tube, and the air/water tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the air/water cylinder tube, foreign objects in the jet tube (j-tube), and air/water tube. There was no patient involvement.